Event description:
A pca pump alarmed high pressure. The clinician found that the pump's calculated remaining reservoir volume of 7.8 ml did not agree with the actual volume remaining in the drug cassette of 43 ml. The pca pump was ordered to be set at a continuous rate of 1.3 milligrams per hour with a demand dose of 1.3 milligrams and a demand lock out of 8 minutes.